Event description:
Staff member noticed that the tip on the cannula was bent.what was the original intended procedure?left eye vitrectomy membrane peeling endolaser.device #1is this a laboratory device or laboratory test?no.